Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in hospital after receiving a vibratory alert. Upon review of recent merlin.net transmission, multiple non sustained right ventricular oversensing episodes were noted. The right ventricular lead exhibited loss of capture. No further information was reported.